Event description:
An article published in the journal urology case reports 39 (2021) 101846 titled infection of the penuma penile implant and associated post-operative complications: a case report the authors published a report of a patient that presented in the emergency department with increased infrapubic swelling, penile pressure and chills. The patient experienced these symptoms 8 weeks after implantation of a penuma penile implant.